Manufacturer narrative:
There is no medical device type for this device as it is manufactured outside the us and not sold in the us. The medical device expiration date wasn't given. The lot # wasn't given. (B)(4). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Device manufacture date not given. No lot number to check. Bd received samples and photos from the customer facility for investigation. The samples and photos and were sent for evaluation on 03/09/2017. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® brand pronto¿ quick release needle holder had a defective pronto holder.

Manufacturer narrative:
Manufacturer site changed to (B)(4). For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as nipro is an OEM manufacturing site.